Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and motor error alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and insulin pump shut off. Customer restart the insulin pump and it asked for rewind. Troubleshooting was done for motor error alarm. The customer stated that they were able to clear and rewound insulin pump. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.